Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 3.5 x 20, de novo, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). After a non bsc guide wire crossed the lesion, pre dilation was performed with a 2.5 x 15 non bsc balloon catheter. A 3.50x20mm promus element¿ plus stent was deployed to the target lesion. However, post stenting. The physician noted a dissection at the distal part of the implanted stent. A 2.75 x 16 promus element¿ plus stent was deployed to cover the dissection and the procedure was competed without. No further patient complications were reported and the patient's status was stable.